Manufacturer narrative:
Batch review performed on 9 jan 2025: lot: 2402053: (B)(4) items manufactured and released on 21-may-2024. Expiration date: 2029-may-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional revised device. Batch review performed on 9 jan 2025: reverse shoulder system 04.01.0155 glenoid baseplate ø27x25 (k170452) lot: 2405154: (B)(4) items manufactured and released on 01-jul-2024. Expiration date: 2029-jun-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision surgery about 2 months after the primary rsa, due to partial dissociation between the baseplate and the glenosphere. According to report the reason of this dissociation is due to the unscrewing of the glenosphere screw. From the radiographic image the dissociation of the two parts is visible. Since the glenosphere guide was not used during the primary surgery, it may be possible that the glenosphere was not fully seated on the baseplate taper. For instance, if the guide had not been used, the central screw may give the impression of a good tightening but the morse taper at the perimeter of the baseplate is not correctly engaged and with time the two implants may dissociate. Lot: 2405154: (B)(4) items manufactured and released on 01-jul-2024. Expiration date: 2029-jun-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 6 weeks after the primary surgery, the x-rays showed that the glenosphere was partially dissociated from the baseplate due to glenosphere screw unscrewing. The patient had no symptoms. Revision surgery has been performed, glenosphere and glenosphere screw revised. Glenosphere guide was not used during the primary surgery.